Manufacturer narrative:
The product is not available for evaluation. It has been discarded by the facility. Manufacturing and sterilization records were reviewed and found to be acceptable. The product was sterilized on 16-jul-2018. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. A review of the complaint database revealed no other complaints have been submitted against lot w2134. No corrective action is required at this time. The investigation is complete.

Event description:
During a cataract surgery, prior to phacoemulsification the surgeon recognized a white particle inside the patients eye. The very small particle was removed and discarded. No further action was required. There was no patient injury.